Manufacturer narrative:
(B)(4). The stent remains in the pt. A follow-up will be submitted with all relevant info.

Event description:
Device issue: none. Adverse event: in-stent thrombosis. Onset of adverse event: five days post procedure. It was reported that 5 days post stent implantation, the pt returned with in-stent thrombosis located in the right coronary artery (rca). The in-stent thrombosis was treated with another xience v. The pt remains at the institution. No additional info is available at this time.